Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned or too long implant impinging on the neuroforamen.

Event description:
The patient had a left side si joint arthrodesis in (B)(6) 2014 where three implants were placed. The patient complained of radicular pain after the surgery. The surgeon thought that the most caudal implant may have been impinging on the neuroforamen. In (B)(6) 2016, the surgeon performed a revision surgery where he removed the most caudal implant. The patient's pain symptoms resolved following the revision surgery.